Event description:
It was reported by the hospital the pacing lead was "broken." The status of the lead has been requested and not received; however,the initial information received indicated the patient had been admitted for a cardiovascular procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no indication of which lead is "broken" or what is meant by the term "broken." The "broken" lead will be reflected by the model and serial number of the patient's right ventricular pacing lead for reporting purposes. As the patient was seen in the hospital and the patient's pacemaker was returned to the manufacturer, it is reasonable to suggest there was surgical intervention, and the affected lead was replaced. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. Product ID addr01 implantable pulse generator, implanted: (B)(6) 2011; product ID 4965-25 implantable pacing lead (B)(6) 2006. The lead has not been returned to the manufacturer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.